Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for stomach pain and diagnosed with peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. Multiple attempts were made to follow up with the patient¿s pd registered nurse, however a response was not received. Upon follow-up with the patient it was reported he was hospitalized on (B)(6) 2021. The patient was not able to provide the results of his pd culture. It was reported he was treated with unspecified antibiotics while continuing pd treatments in the hospital. The patient was subsequently discharged on (B)(6) 2021. The patient stated he is recovering from the event and continues pd treatment with the same cycler without any issues. The patient was not able to provide the cause of the peritonitis. However, there were no alleged fluid leaks nor any issues with fresenius device, or product in relation to the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for stomach pain and diagnosed with peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. Multiple attempts were made to follow up with the patient¿s pd registered nurse, however a response was not received. Upon follow-up with the patient it was reported he was hospitalized on (B)(6)2021. The patient was not able to provide the results of his pd culture. It was reported he was treated with unspecified antibiotics while continuing pd treatments in the hospital. The patient was subsequently discharged on (B)(6)2021. The patient stated he is recovering from the event and continues pd treatment with the same cycler without any issues. The patient was not able to provide the cause of the peritonitis. However, there were no alleged fluid leaks nor any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.